Event description:
The customer contacted beckman coulter, inc. (Bec) to report that erroneously low sodium and calcium results were generated for several patient samples on their unicel dxc 600 pro synchron chemistry analyzer. The customer reported that erroneous results were reported outside of the laboratory. It is unknown if there was impact to patient treatment associated with this event. The customer reported a total of six (6) patient samples were impacted by this event. Prior to the event, the ise chemistries were calibrated. The sodium and calcium quality control results recovered outside of the laboratory's established ranges on the low end. The quality controls were assayed again yielding sodium and calcium results within the laboratory's established ranges but on the low end. After the initial run of the patient samples which yielded the erroneous results, the patient samples were assayed on the laboratory's second analyzer. The sodium and calcium results obtained were higher and interpreted to be correct. Amended reports were generated and reported outside of the laboratory.

Manufacturer narrative:
The lab had been using the weekly automated flow cell cleaning procedure. A bec representative assisted the customer via telephone. The customer was provided with the twice weekly flow cell cleaning procedure. The customer cleaned the flow cell which appeared to resolve the issue. As of (B)(4) 2009, no further calls were received from the customer regarding erroneous sodium and calcium results. Bec has opened a CAPA to further investigate this and other similar reported events. (B)(4). During the retrospective review, it was determined that additional mdrs were required to be filed. This MDR represents event 2 of 6 additional mdrs pertaining to this issue. The following related mdrs have been reported: MDR 2050012-2011-06688, 06690, 06691, 06692, 06693. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4) 2010 of complaints for additional reportable events.